Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 the patient developed redness described as a red line on the stoma site. The next day they, the red line extended sideways to the ribs and the skin was noted to be hard, slightly painful and itchy. On (B)(6) 2025, the patient's crp level was 12mg/dl which was above normal and indicated inflammation. The patient was seen by a pathologist who prescribed 800mg of augmentine twice daily. The patient underwent a CT scan of the abdomen which revealed an infection with inflammation land located only in the mentioned "red line." The surgeon stated that the intestinal tube seemed to be in the right place but recommended a preventative replacement. At the time of report, the patient was scheduled for an intestinal tube replacement and continue augmentine until (B)(6) 2025.